Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the nurse opened the first layer of the sterile box there was hair attached to the lift tab on inner portion of the box. The hair could not be sterile. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of product returned. Visual evaluation of the returned products identified that there is a hair like debris sticking out underneath the label on inner tyvek lid. Ftir analysis conducted on the foreign material in the package identified that it is consistent with the ftir spectra of hair. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that when the nurse opened the first layer of the sterile box there was hair attached to the lift tab on inner portion of the box. The hair could not be sterile. Attempts have been made and additional information on the reported event is unavailable.